Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2014-21516, 21518. It was reported the pt (B)(6) received two peripheral (off-label) trial leads and two scs trial leads. Two of the four leads belong to the same lot number. It was reported the pt experienced unintended hand/arm stimulation in addition to ineffective stimulation in the intended pain pattern. Per the physician, the lead may have migrated. Diagnostics revealed multiple low impedance contacts on one of the scs leads. Reprogramming was unsuccessful. The physician will perform an x-ray prior to removing the trial leads.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.